Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device gave "pump not attached" error. This was found during the testing stage. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing battery door, scratched lcd lens, bad latch lock, torn dso seal, and a worn uso seal. A ¿high alarm acknowledged: cassette locked but not latched¿ alarm was revealed in the event history log. Functional testing was able to verify the reported problem. It was determined that the faulty latch lock flex was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.